Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-429a-(B)(4): the metal cap is detached and not returned; the glass cap exhibits moderate devitrification and mild detritus adhesion at the output window area; the outer flow tubing exhibits some damage at the open end. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that ¿desertion at extremity of fiber¿ at 142,332 joules and 18:00 minutes of usage. The procedure was completed with a second fiber. Patient outcome ¿no damaged to the patient¿ reported. No injury to the patient reported.